Manufacturer narrative:
¿Fixation of dorsally displaced distal radius fractures with volar plate.¿ (2009) othman, a.y. The journal of trauma 66 (5); 1416-1420.this report is for an unknown ao (synthes) distal radius volar locking plate/unknown quantity/unknown lot.the investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿fixation of dorsally displaced distal radius fractures with volar plate.¿ (2009) othman, a.y. The journal of trauma (66 (5); 1416-1420). The aim of the study was to evaluate the early functional and radiologic outcomes of using association for the study of osteosynthesis (ao) (synthes) distal radius volar locking plate for unstable dorsally displaced distal radius fractures. The author treated 16 patients with 17 distal radius fractures (one patient had bilateral fractures) by open reduction and internal fixation using ao (synthes) volar distal radius locking plate. Eleven of the patients were women ranging in age from 29-63 years of age with a mean age of 50.5 years; 5 of the patients were men ranging in age from 22-45 years of age with a mean age of 36.2 years. All procedures were performed under general anesthesia and x-ray control using the volar approach. The distal fragment was fixed using the ao (synthes) distal radius locking plate with guide wires assistance and locking screws. The plate was used to finalize the reduction and alignment between the distal and the proximal fragments under image intensifier control; then the plate was fixed to the distal fragment. The temporary fine k-wires were removed from the distal fragment after fixation. Complications consisted of one case of fracture collapse (bilateral wrists), which needed removal of the plates and screws from both sides. Clinical and radiologic outcomes were analyzed using three scoring systems. Eighty-eight percent of the fractures were rated as good or excellent according to the dash and gartland and werley scoring systems, whereas 76.4% were rated as good or excellent using the jakim et al. Scoring system. At the final evaluation all patients had achieved full range of motion of the fingers. Final radiographic evaluation showed that satisfactory articular congruity of the radiocarpal joint was achieved in 14 fractures (82.3%), the radial inclination averaged 20 (3-28%), the volar tilt averaged 8 (-17-14 degrees), and the radial length averaged 10 mm (2-15 mm). The distal radioulnar joint was congruent in 15 fractures. The results in this study suggest that accurate anatomical reduction and fixation of the unstable displaced fractures of the distal radius is achievable using volar locking plate and it is of value in giving the patient satisfactory functional outcomes. A 60 year old female with bilateral displaced distal radius fractures had manipulation under anesthesia and unknown k-wires as a primary procedure followed by external fixators. The k-wires and external fixator failed and the patient was referred to the author of the study. The procedure was performed under general anesthesia and x-ray control using the volar approach. The distal fragment was fixed using the ao (synthes) distal radius locking plate with guide wires assistance and locking screws. After the surgery the patient experienced bilateral fracture collapse (left wrist: partial collapse of the articular surface occurred secondary to significant intra-articular fragmentation and the repeated procedures; right wrist: fracture collapse due to avascular necrosis) which required removal of the plates and screws from both sides. One had a mild superficial wound infection, which responded to a short course of antibiotics. At final evaluation the patient had achieved full range of motion of the fingers. This report 1 of 1 for (B)(4). This report is for an unknown association for the study of osteosynthesis (ao) (synthes) distal radius volar locking plate. A copy of the literature article is being submitted with this medwatch.